Manufacturer narrative:
(B)(4). The device has been received by baxter. A device evaluation is in progress and a supplemental report will be submitted when the evaluation is complete.

Event description:
It was reported that a wireless module will not connect to the customer's network. It was also reported there was no pt injury.